Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device evaluation currently in progress.

Event description:
Fill volume: 244 ml, flow rate: 5 ml/hr, procedure: unknown, cathplace: IV. Halyard received a single report that referenced two different incidents, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 2026095-2016-00212 for the second patient. It was initially reported by a pharmacist that they experienced a few elastomeric pumps that did not infuse correctly. Additional information received stated that they encountered two incidents of fast flow, where infusion was complete in 24 hours instead of the targeted 46 hours. One patient noticed the incident upon awaking from sleep. Therefore, it is unknown if an external pressure was applied to the pump during the patient's sleep.

Manufacturer narrative:
Block h3/h6: the pump was returned partially full and failed to infuse. An empty small syringe was connected at the distal luer and negative aspiration (suction) was applied a few times, no flow was obtained. The tubing was cut 2 inches distal to the blue connector (base of the pump) and infusion was observed. The tubing was bonded back together with a male and female luer using cyclohexanone. The tubing was cut 2 inches distal to the filter and infusion was observed. The tubing was cut 1 inch distal to the glass orifice and no infusion was observed. The glass orifice was examined under magnification and found crystalized medication. A fast flow was unable to be evaluated. The glass orifice was placed in a heated incubator at 88 degrees for approximately 20 hours in an attempt to dislodge the particulates that were residing inside the component. When removed from the chamber, the remaining tubing was connected to an air source of 15 psi for approximately 1 hours in an attempt to dislodge any remaining particulate matter. An empty small syringe was connected at the distal luer and negative aspiration (suction) was applied for a few minutes, no flow was obtained. An attempt to inject warm saline to dislodge any particulate was unsuccessful. The evaluation summary concluded that no flow was observed due to crystalized medication in the glass orifice. The pump failed to infuse when it was received. Examination of the pump found no occlusion in the tubing or filter. Observation of the glass orifice under magnification found the presence of crystalized medication. Attempts to rehabilitate the pump were unsuccessful. No root cause could be determined. All information reasonably known as of 04-apr-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp(B)(4).